Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Programmed basal rates and boluses delivered and recorded properly during testing.

Event description:
The patient called to report that he was hospitalized with blood glucose levels greater than 1000 mg/dl. The patient stated that he was completely out of it. He was vomiting, and unable to walk. The patient stated that he never received any alarms, even though he was not getting insulin. The patient was not comfortable using this unit, and requested a replacement. All troubleshooting was declined. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.